Manufacturer narrative:
The patient remained ongoing on vad support with no further issues reported until she was routinely transplanted on (B)(6) 2015 and the pump was returned for evaluation. No device related issues were identified during the evaluation of the retuned device. The device was returned assembled with the driveline cut approximately 5 inches from the pump housing and approximately 4 inches of the distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow graft, outflow bend relief, and outflow elbow were returned attached to the pump's outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Analysis of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump's blood-contacting surfaces upon disassembly revealed no evidence of developed depositions or thrombus formations. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for a driveline infection. No additional information related to the infection was provided.

Manufacturer narrative:
Approximate age of device - 7 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.